Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, while the device was being applied to the gallbladder tissue, the clips pusher (a small metal piece with a v form that was located between the jaw and two clips fell into the patient's cavity and were able to be retrieved by using a grasper. A new device was used to complete the case. There was no injury.